Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error. Another thermogard system was used to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error was confirmed during the functional testing and the event log review. The root cause of the reported complaint was burnt p22 and j22 connectors of the cooling engine (ce) and pic-16 wire harness, caused by an overload current because of a leaking current from the ce compressor motor wirings. The most probable root cause of the leaking current was moisture diffusing into the system and vibration during use, causing contact arcing. Upon visual inspection, unrelated to the reported complaint, noted a cracked assembly top lid and pump lid, a worn-out white roller, and a discolored cold well cap gasket. The root cause of the observed physical damages is likely attributed to normal wear and tear. The thermogard xp ivtm system was manufactured in 2019. The damaged and degraded parts will be replaced to address the observed physical damages. The event log data indicated tcmid:06 errors around the reported event date, thus, confirming the reported complaint. Further review of the event log indicated mid:14 (bg power supply) and mid:16 (software related) errors around the reported event date. The observed errors are unrelated to the reported complaint. During functional testing, the thermogard system failed power on self-test (post) due to a tcmid:06 error, thus, confirming the reported complaint. The mid:14 and mid:16 errors observed in the event log were not reproduced during the testing. Upon further testing, the root cause of the reported tcmid:06 and observed mid:14 and mid:16 errors in the event log were determined to be due to burnt p22 and j22 connectors of the cooling engine (ce) and pic-16 wire harness, caused by an overload current because of leaking current from the ce compressor motor wirings. The pic 16 wire harness assembly will be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).